Event description:
Service representative discovered during routine testing that the defibrillator did not recognize a shockable rhythm. No reported pt involvement. Device repaired and proper operation confirmed.